Event description:
Dealer alleges that the mattress is breaking down. No injury is alleged.

Manufacturer narrative:
The device reported, 5185b, is a general purpose medical mattress and is not a registered medical device. The pt's weight exceeds the distributors recommended weight limit of 250 lb.